Event description:
Daughter reported on behalf of mother who has received the er1 message one time. Reporter stated that her mother retested at that time and received the er1 message again. Appoinment made for checking blood glucose value with doctor; no change in medication was done over the phone.